Event description:
The account stated the commander ppc lid gas hinge was not working properly. The account requested service for the commander ppc analyzer. There was no injury reported due to the commander ppc lid gas hinge not working properly.

Manufacturer narrative:
Results- other: gas spring which holds the top left cover up. The complaint indicated the field service rep (fsr) ordered the part for installation. The complaint indicates no one had been injured due to the cover not remaining open. The fsr replaced the part and verified. It was functioning as required. A review of the complaint history for ppc was performed for the time period early 2006 through 2008. No other complaints were found related to this observation. Reference where in labeling the event is addressed: although labeling is not available related to the customer's specific observation, the following info is provided: the commander parallel processing center (ppc) operations manual (69-5745/r3 december 2001) states the following related to the customer observation: section 8 hazards, physical and mechanical safety. Basic rules of mechanical operation are essential to safe operation of the ppc. Operators should practice sound mechanical safety habits that include but are not limited to the following: keep all protective covers in place when processing specimens. Verify that all covers are securely open to prevent inadvertent closure. Use care when closing covers so as not to pinch hands or fingers. Per the instrument service advisory (isa) 50-076, the fsr is required to check the cover on all preventative maintenance (pm). The following procedure is recommended for checking the integrity of the ppc gas spring, for the top left cover. Slowly lift the top left cover until resistance is encountered approx 30.5 centimeters +/- 2.5 centimeters / 12 inches +/- 1 inch. Continue to lift the cover under resistance another 2.5 - 5 centimeters / 1 to 2 inches. Release and observe. Replace the gas spring if cover begins to close. This is a final report. End of report.